Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8043022. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the flow rate was slow after withdrawing the core needle, and removal of the catheter it was found that the catheter was kinked. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it was found flow rate slow after withdrawing the core needle, removal the catheter finding the catheter kink.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system, the flow rate was slow after withdrawing the core needle, and removal of the catheter it was found that the catheter was kinked. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found flow rate slow after withdrawing the core needle, removal the catheter finding the catheter kink.